Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse suggested replacing the liquid crystal display.

Event description:
It was reported that a ventilator upper display had lines across it. There was no patient involvement.